Event description:
Related to MFR report#2183959-2011-00260. On (B)(6) 2011 an elevate anterior was implanted with sacral spinous fixation to treat a cystocele and vaginal vault prolapse. Additional information received indicates that on (B)(6) 2011 the patient underwent "extirpation of eroded mesh" from the previous cystocele repair. Eroded mesh was "emanating" from the left lateral arm of the previously implanted elevate anterior and from the inferior portion of the mesh graft as well. "Both were very small areas of erosion." New findings included a "small to medium rectocele" and a "second degree uterine procidentia." The patient was reported to be doing well.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.